Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that once the customer followed the operator's guide pertaining to qc and qc instrument flag severity, the qc severity on instrument flags was corrected. The operator's guide states that the severities are assigned in the westgard setup sub-tab of the advanced tab of the method window. The cause of the incorrect qc severity on instrument flags making westgard rules ineffective is unknown. The tsc reminded the customer to follow the operator's guide for correct qc and qc instrument severity flags. The advia centralink data management system is performing to specifications. No further evaluation of the device is required.

Event description:
The customer reported that qc severity on instrument flags make westgard rules ineffective. The customer stated that if the advia centaur instrument "centaur_1" has a out flag with qc severity=1 and a qc result is sent with a value greater than 3sd ( severity= 5), the advia centralink does not apply severity 5 properly, but severity 1 instead (the qc severity defined in the flag). In this event, qc results will have a qc severity=1 and all the following patient results will not be held for a manual review. There were no reports of adverse health consequences or known patient intervention due to the qc severity on instrument flags making westgard rules ineffective.